Manufacturer narrative:
Follow-up #1: date of submission 08/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2016 with the following findings: on investigation, there was no evidence of moisture observed before opening pump. A leak test failed due to a battery compartment leak. Investigation confirmed the moisture complaint. Investigation could not be completed for the alleged temperature issue due to an unrelated pump failure (see medwatch report # 2531779-2016-13751).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported becausethere is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.